Event description:
It was reported insufficient ice occurred due to the console system. A icefxtm cryoablation system was selected for a cryoablation procedure. During the procedure, the icefxtm cryoablation system did not reach the desired temperature at the end of the first and second freezing cycles. Imaging taken during a computed tomography (CT) scan showed insufficient ice ball formation. The original icefxtm cryoablation system was used to complete the procedure. There were no patient complications as a result of this event.